Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had occasional noise. One ventricular anti-tachycardia pacing (atp) therapy was delivered due to noise. The rv lead pace/sense portion was capped and a previously capped low voltage rv lead was reactivated and used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted (B)(6) 2008; n141 bi-v ICD, implanted (B)(6) 2013. (B)(4).